Event description:
On 10/25/94 an ipp device was implanted. On 11/1/94 the tubing was revised. The device was removed from the pt in 2/95, day not indicated, due to erosion and infection. Add'l lot/ser no: aj001 002.